Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Device underwent functional testing; unable to duplicate customer's reported problem. However, the pump's downstream occlusion sensor was found to be inoperable. Fluid ingression was found on the pump by the chassis base of the occlusion sensors. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing, the problem source was determined to be unknown.

Event description:
Information was received that a smiths medical cadd legacy has double beeped no cassette during testing; no patient involvement.